Event description:
The consumer reported on (B)(6) 2016 that the patient's implantable neurostimulator (ins) therapy was turning on and off by itself the past few weeks. The patient did not know what he was doing when he felt stimulation turn on and off; it varied. The issue would occur when the patient was sitting on the floor with the dogs, while standing at the sink doing dishes, and while driving. The issue was not related to positional movement, and the issue occurred intermittently. The patient stated the issue did not seem to happen at any specific time, it was random. There were no recent medical tests or emi environment exposure. It was unknown if the patient had cycling programmed. While stimulation was turning on and off, the patient had not confirmed ins status using the patient programmer. The events only lasted about 10 seconds, and then stimulation would turn back on. It was noted that the patient usually did not finish what he was doing when stimulation would come back on. It was recommended that the patient keep a journal to document the incidents of stimulation turning on and off. The patient's indications for use included non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that there was no event or situation that led up to noticing the device turning off. There was no position or movement that caused it to stop or start. The patient contacted the manufacturer and was advised to synchronize the remote when the device would stop stimulation to see if the device was off or on. The device showed on even though there wasn't any stimulation. The patient met with the manufacturer representative. It was explained that the device changes stimulation when going between different modes (positions). Between sitting and standing, the device was automatically going into low stimulation and seemed like it was off. The patient was going to continue to monitor.

Manufacturer narrative:
Corrected information: sex, date of birth.